Event description:
It was reported that the patient underwent a revision procedure due to little or no affect on the patient's incontinence with an advance xp sling. The sling remains implanted and a new artificial urinary sphincter (aus) was implanted. The patient is recovering following the procedure.